Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging on (B)(6) 2018 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 523 mg/dl with polydipsia, fatigue and drowsiness. The reporter stated the patient had been experiencing high blood glucose for the past month. The patient presented to their health care provider for an office visit and received insulin via injection as treatment. The reporter stated the patient had surgery which may have contributed to the adverse event. The reporter alleged that the time/date goes to the default setting for the pump when the battery is removed for less than 24 hours. Review of the pump during troubleshooting by animas customer support revealed the time/date was set incorrectly, effecting insulin delivery to the patient. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigated on 23-feb-2018 with the following findings: a cartridge cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The last basal delivery was on (B)(6) 2018. The black box showed a manual suspend on (B)(6) 2018 at 22:05 followed by power on reset. When pump was powered back on the user set the time and date to (B)(6) 2018 19:44 and deliveries resumed. A manual time change was made on (B)(6) 2018 from 03:41 to 15:41 and a manual time/date change from (B)(6) 2018 12:03 to (B)(6) 2018 11:01. On investigation, the pump was exercised for 24 hours without malfunction. After 24 hours of exercise, the battery was removed for 6 hours. When the battery was reinserted into the pump and powered on, the time and date reset to default setting. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.